Event description:
This recipient reported that their cochlear implant was functioning intermittently after faling several times and hitting their head. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery has yet to be scheduled.